Manufacturer narrative:
Continuation of concomitant products: 4592-45 lead, implanted (B)(6) 2004; w1tr01 crt-p, implanted (B)(6) 2018; 5071-53 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two myocardial left ventricular (lv) leads and the right ventricular (rv) lead exhibited high threshold. It was noted the rv lead also exhibited high and undefined impedance. The leads were reprogrammed. There a was concerns the rv lead was not fully inserted into the header of the recently implanted device. A procedure was performed that confirmed this and the lead was then fully inserted into the header. The leads remain in use. No patient complications have been reported as a result of this event.